Event description:
It was reported the patient required surgical revision on a lead due to migration sometime in the past. It was stated the migration occurred when she was moved to a different bed after surgery. No other details were provided. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 3093-28, lot# v855061, serial#, implanted: 2012 (B)(6), explanted, product type: lead. (B)(4).